Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck [foreign body in reproductive tract]. Less than an inch of string on tampon, string was on the wrong end [device physical property issue]. Consumer reported via social media that there was no string on the tampon and that the string was on the wrong end of the tampon. No serious injury reported.